Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Analysis of the device memory was also performed and no anomalies were found. Concomitant product: 457453 lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient presented to the emergency room (ER) due to discomfort around their chest. The implantable pulse generator (ipg) was interrogated and pacing failure on the ventricular lead was confirmed. The ventricular lead was capturing intermittently. The lead was explanted and replaced. No patient complications have been reported as a result of this event.